Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review was not performed. No product defects were reported as causes for the peritonitis and no samples were available for evaluation. The root cause is undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the (B)(6) regarding peritonitis in (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unknown date, the nurse stated a break in aseptic technique occurred explaining the patient did not wear a mask. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent. The patient was hospitalized on (B)(6) 2010 for the peritonitis. On (B)(6) 2010, a peritoneal analysis and culture were performed. On an unknown date, the patient began antibiotic treatment with gentamycin and ciprofloxacin. The peritonitis was ongoing and improved. It was not reported whether the patient received retraining in aseptic technique. The reporter believed that the peritonitis was not related to the pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.